Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 20:56:26. During night drain cycle three, the patient's ultrafiltration reading was 1452ml, indicating the home patient (hp) drained 1252ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was evaluated and the iipv event was confirmed through the review of the event history logs. The cause was use error, tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental report will be submitted.